Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead exhibited high thresholds with exit block. During the revision, oversensing was noted during manipulation of the lead. The pace/sense portion was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Two lead failure predictor episodes of <(> <<)> 220 ms cycle length were recorded on (B)(6) 2011 and (B)(6) 2012. Ventricular pacing impedance rose from an approximate baseline of 525 ohms the week ending (B)(6) 2011 to greater than 1100 ohms the week ending (B)(6) 2012 .